Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, additional information and correction of the lot number and manufacture date. The thunderbeat (tb-0545fc) probe was returned to the service center for evaluation and the users complaint for teflon pad peeling back was confirmed. A probe check was performed on the hand-piece and the probe passed the probe check. A visual inspection of the device observed some tissue build up. The teflon pad was observed to have the pad separating from the jaw exposing the metal. In addition, it was observed charred marks on the teflon pad. The distal end of the device was inspected under the microscope and charred marks were noted on the probe unit. The switches, wiper movement, handle and jaw movement, handle load and rotation of the knob torque were all inspected and found to be functioning normally and smooth as designed. Based on similar reported events, the determined cause for the teflon pad damage is attributed to no tissue or insufficient tissue between the jaw and probe when the device is activated.

Event description:
The service center received a report for two thunderbeat hand-pieces (tb-0545fc) that had the teflon pad peeling back from the jaw. The probes, connection points to the generator and cables were all inspected prior to the procedure and no abnormalities or damage were observed. It was not reported when each probe malfunctioned during the procedure, only that the two probes were used in the same procedure. This report is for the first thunderbeat probe that had the same identical reported event. The physician was performing a seal and cut during a therapeutic laparoscopic nissen fundoplication procedure, when an error code for misfire was observed. It was reported that the teflon pad was lifting off the base and metal was exposed on the jaw. It was reported that no pieces, of either probe, fell into the patient. The physician completed the procedure with a new thunderbeat device and it was reported there was no patient injury. This is report 1 of 2.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event could not be determined. Based on similar reports, this type of teflon pad peeling up/back is most likely related to the operator's technique. The instruction manual contains several warning statements to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center was informed that during a gastric sleeve procedure, a teflon pad began to peel back on a thunder beat hand piece (probe). There was no reported error code. The procedure was extended, and it was reported there was no patient injury.